Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced recharging difficulties; the patient's ins was not recharging to full despite the patient holding the charger over the ins for hours. They were unable to charge past 80% due to connection difficulties. Occasionally they could receive "excellent/good" connection. The patient felt that the ins might have moved but they had no falls and did not lose weight. Further advice/education was given to the patient and they were advised to contact technical support if further support was needed. Additional information received. When asked if providing the patient with further education resolved the ins recharging issue, it was reported that there was no mention of any problem at the patient's appointment on (B)(6) 20251. When asked if it was confirmed whether the ins migrated or not, it was noted that this was speculation from the patient and not the clinical impression. When asked if the patient's recharger was replaced as a result of the event, it was reported that it was unknown if the patient contacted the helpline to receive a replacement device.